Event description:
Caller reported a cartridge alarm 20 occurred during the loading process. There was no adverse impact to the customer's blood glucose level, with levels not exceeding 500 mg/dl. Tandem technical support decided to replace the pump, provided instructions on how to put it into storage mode, and advised the caller to use an alternate therapy (mdi) in the meantime. A replacement pump with updated software was sent, and the caller was instructed to return the problematic pump to tandem using the provided materials.